Event description:
On (B) (6) 2008, the patient was implanted with an scs system. After being implanted with the device, the patient developed scar tissue over the incision site. The patient reported that the scar tissue was extremely sensitive to the equipment. The device was explanted on (B) (6) 2010. No further information is available.

Manufacturer narrative:
The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg was visually inspected and found to have blood contamination and discolored septums. Both setscrews were out of the connector block and under the septum. The header appeared to be cut and there were missing electrodes found in the upper and lower header ports. The ipg passed communication testing with the patient programmer and the charger. The ipg also passed the auto test. Conclusion: the reported event could not be confirmed. The ipg's outside dimensions were measured and are in line with the published dimensions. It is unknown how the damage to the ipg occurred. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.